Event description:
Ous MDR - lead displacement during implant procedure, physician repositioned it. During the evening it got dislodged again and patient received inappropriate therapies. Physician decided to replace the lead and this lead has not been returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a deformed fixation helix which might have contributed to the dislodgement of the lead. The deformation most likely resulted from the implantation procedure. Furthermore an approx. 13 cm distal to the is-1 connector pin located sickle-shaped puncture of the insulation and a similar insulation damage of the fixation sleeve were found. Based on the characteristics of the insulation damages, it is reasonable to assume that the application of a surgical tool led to these injuries. The damage most likely occurred during the implantation procedure and might have contributed to oversensing and subsequently to the clinical observation of shock delivery as mentioned in the complaint description. Further damages, such as the deformed shock coil presumably resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.